Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right ventricular lead was explanted and replaced due to previously reported muscle stimulation. The patient's condition post procedure was stable.